Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale is not working; the foot end load cells failed. No pt involvement or adverse consequences are reported.